Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a lead revision on (B)(6) 2021. The lead was repositioned to prevent further erosion.

Event description:
Related manufacturing number: 1627487-2021-00568. It was reported that the implanted supra-orbital lead was eroding through the skin. In turn, surgical intervention may be pending to address the issue at a later date. It is unknown which lead is eroding, so both are being reported